Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was observed to have a frayed cable. The user completed the planned procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the initial reporter verified and confirmed that the color of the suspected damaged cable was black in color and that the cable was frayed. There was no loss of cautery nor signs of thermal damage on the instrument. The instrument did not collide with any other instrument, no fragment fell into patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The fenestrated bipolar forceps instrument was analyzed, and the reported issue was replicated and confirmed. Fa found the primary failure of thermal damage to be related to the customer reported complaint. The instrument was found to have charring and localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument passed the electrical continuity test. The complaint regarding arcing was confirmed by fa, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the quality of the submitted image was poor. It was a difficult to visualize; however, there may be thermal damage to the bipolar yaw pulley at the base of the instrument grips.